Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noised screen during service and maintenance involving an olympus gastrointestinal videoscope. There was no patient injury reported.